Event description:
It was reported that the insulin pump alarmed motor error while priming. The customer's blood glucose was unknown. The customer was able to successfully fill the tubing manually. The customer was advised to perform a complete set change. While troubleshooting, the customer received the motor error alarm again when delivering a 5 unit via fill cannula. The customer had also received the motor position encoder error alarm. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.